Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 5/23/2016 medical records received. Medical records were reviewed for MDR reportability. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 03/11/2016, 03/12/2016 - medical records received. Attorney and comorbidity information updated after review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on: mar 22, 2016.

Event description:
Patient was revised to address a dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/7/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported that there was anterior impingement on the acetabulum and that there was removal of a large amount of scar and capsule as well as a large bony prominence at the anterior acetabulum. There was no documentation or report of components being involved in impingement so it is not being reported at this time. If more information is received regarding the impingement and components were involved, the complaint will be updated as needed. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 26, 2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.